Event description:
A report was received that during the permanent implant, it was discovered that the impedances were all high. The physician replaced the ipg. The impedances returned to normal. Recently, the patient reported not receiving good coverage. The bsn field clinical engineer examined the patient and discovered that the paddle lead had multiple contacts with high impedance and it was suspected that the lead was fractured. The physician replaced the damaged lead. The physician believes the lead was damaged during the implant. The patient is reportedly doing well following the procedure.